Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. No samples were not received. Batch number was not provided by customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information

Event description:
Customer states gel separator is not separating the cells from the plasma and/or is not holding tight to the walls of the container. If separation occurs and plasma is poured off, the whole thing (cell clot/gel and plasma) falls into the container. Centrifugation details were not submitted.